Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that during a procedure, while the surgeon was inserting the bone repositioning pin, the pin snapped at the top of the pin.